Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During a device change out, it was noted that the lv lead had no capture and thresholds of over 5 volts. The patient was occluded and this lead was left in and remains actively implanted. No adverse events reported. Should additional information become available, it will be added to this file.